Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: not applicable, lens removed/replaced in the initial procedure. If explanted; give date: not applicable, lens removed/replaced in the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed in the initial surgery/procedure due to an unstable capsule bag. An unplanned vitrectomy along with incision enlargement was performed. The lens was replaced with a non-johnson & johnson lens, and the patient was discharged in stable condition. No further information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 03/272019. Device evaluation: visual inspection using magnification was performed. Lens returned with a large cut. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residue of lubricant material was observed on the lens. Both haptics were observed distorted. The condition of the returned lens is consistent with a lens that was implanted and removed. There was no issue against the lens reported, there was an unstable bag reported. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.